Manufacturer narrative:
H6 updated h11 additional information the investigation was completed by conducting a thorough evaluation of the product and the reported information. The treatment field report shows that the treatment field definition was approved by the user with a 180-degree source angle and xvi preset tete ant defined. The associated drr is a posterior projection. Xvi preset tete post should have been selected by the user. It is the user's responsibility to make certain the appropriate preset is selected in treatment field definition for the associated drr. When a field with a preset is sent to xvi, xvi only confirms that the preset of that name and type has been selected on xvi. The issue was determined to be use error. Mosaiq did not have any malfunction and was working as designed and intended. Based upon the available information elekta assessed this error as a non-serious radiation underdose.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
The customer reported a problem of concordance between the positioning of the arm of the kv-kv source in relation to the drr.